Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that they attempted to test the customer several times on the aviva system with strips that had been left uncapped. Reporter stated that they obtained an error each time they attempted to test over a few days and they did not give the customer insulin on the second day. The error was an error within specification. Reporter stated that on second day, the customer was tired and shaky as if he were hypoglycemic several hours after the error message was obtained. They treated the customer with glucerna in his tube feeding bag. Reporter stated that the customer awoke with the same symptoms the next day, they got another error, the customer had a seizure and the paramedics were called. Reporter stated that the customer was admitted to the hospital where a result of 600 mg/dl was obtained on the hospital system and the customer was treated with 10 units of humulin r insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.